Event description:
Peripheral intervention - stent placed in right iliac artery (3rd of 3 stents placed in long lesion). Tip of catheter / balloon dislodged in artery. Successfully retrieved and removed from pt. Pulses ok; discharged home next day (2006).